Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were getting ready to have an MRI and they needed this to work right now but it was not communicating. The patient stated they had not used the device ina long time and they didn't know when the last time they checked it was. The agent walked the patient through trying to connect to the implant. The patient was seeing device not responding. The patient repositioned the communicator several times but were still unable to connect. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of the inability to connect to their implant was not determined and they weren't sure of a likely cause. To resolve the issue, the patient made an appointment with their urologist to determine root cause. The issue has not yet been resolved. Additional information was received from the patient. The patient stated that the device was moved to the other side. The patient used to get up 4-5 times a night. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.